Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised forced sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump also had issues with priming the insulin pump. The reservoir area was shooting out insulin during the prime process until the machine reset was performed. The display screen was also black on the half side and there were cracks in the casing of the insulin pump. The motor sounded labored during the prime and made grinding noise and shut off with the compromised forced sensor system alarm. Troubleshooting was performed and device will not return for analysis.